Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm) testing of an infusion pump at mckesson, the device required a hex file. The device was then returned to intuvie for investigation. The device originally had a 30 psi value of 295, which was changed to 265. With the old pressure value, the device may not have been within the specification of 22-38 psi for the 30psi test. The device passed all tests intuvie conducted. A review of the serial number history found no prior similar complaints. The allegation of the device needing a hex file was confirmed through its field calibration. The probable cause is due to the device being out of calibration. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during routine preventive maintenance (pm) testing of an infusion pump at mckesson, the device required a hex file. No patient involvement reported.